Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 113 mg/dl back to back with a result of 51 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated the customer was feeling hypoglycemic symptoms and she did self-treat with food. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.